Manufacturer narrative:
(B)(4). The covidien service engineer (se) inspected the device and replaced the graphic user interface (gui) central processing unit (cpu) printed circuit board (pcb) per customer request. The customer reported the ventilator has been repaired and is back in service.

Event description:
It was reported that, a 840 ventilator had a blank screen. The ventilator was not in use on a patient at the time of the reported event.